Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective mainboard.